Event description:
A surgical technician reported that the occlusion bell kept sounding on a cataract system during a procedure. The technician stated that tip was not occluded. The handpiece was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).